Manufacturer narrative:
The device was not returned to zoll medical corporation. The customer provided shipping information for the suspect pace/defib engine board; however, it was lost in transit and unable to be located. Without receipt of the device or part, root cause evaluation could not be performed. The customer confirmed that the replacement pace/defib engine was able to resolve the report and the device is performing to satisfaction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.